Event description:
The customer states that one patient sample generated an apparent false positive result of 7 iu/ml with the axsym toxo igg assay. The sample retested at a negative value (no specifics provided by the customer). No patient information was provided. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott axsym system, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name axsym toxo igg reagent , (B)(4), manufacturing site. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, list number 3b22-22. Updated patient information - initial patient result was 6.6 iu/ml (positive) on (B)(6) 2009. The sample was retested on (B)(6) 2009 and generated negative results of 0.2 and 0.2 iu/ml. This sample also tested negative by a latex agglutination method. The investigation consisted of testing a retained sample (stored at abbott laboratories) of the axsym toxo igg reagent, list number 9k08-20, lot number 77092hn00 (which is equivalent in composition to lot number 77092hn01) with axsym toxo igg calibrators, controls and a panel used for the determination of specificity of this assay. No erratic results were obtained. All values for the specificity panel tested were within manufacturing specifications. The complaint and manufacturing records for lot number 77092hn01 and associated sub lots were reviewed and did not identify any issues relating to the customer's observation. The axsym toxo igg assay package insert and the abbott axsym system operations manual (volume 2) contain information addressing the customer's issue. Based on the current investigation, it has been determined that the axsym toxo igg assay, list number 9k08-20, lot number 77092hn01, is currently meeting its safety, effectiveness and label claims. No malfunction was identified, this is a final report.